Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during preparation for use at the user facility the system 6 aseptic housing assy was found to have a crack in the housing. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during preparation for use at the user facility the system 6 aseptic housing assy was found to have a crack in the housing. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The reported event, cracked housing, was duplicated; it was confirmed the ultrasonic weld and a contact mount were broken due to physical stress identified by an engineer through visual inspection. The mechanical impact to the housing is the probable cause of the reported event. The device was discarded by the manufacturer.